Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, they were contacted by a patient who claimed that, upon sensor removal, sensor wire remained in skin. Patient claimed that the site of insertion was bleeding. Patient suspected that part of the sensor may have remained under the skin. Patient was able to stop bleeding and reported experiencing no pain or discomfort upon sensor removal.